Manufacturer narrative:
H3, h6: siemens completed the detailed investigation of the reported event and system. The investigation was performed based on expert discussions considering the complaint description, customer service reports, system history, system log file analysis. According to initial information, c-arm couldn¿t be moved during an interventional procedure. With the telephone support of siemens service, the system could be brought back to normal operation, after which the procedure was then completed. No health consequences were reported regarding this event. According to log file analysis, the system switched to slow speed and the message ¿reduced stand/table speed, sc¿ was displayed to the user. System movement with reduced speed was still available. The claim that the system could not be moved cannot be confirmed. However, auto drive was prevented. The problem at hand was resolved by resetting the stand control unit. The system instructions for use contain adequate instructions for this scenario. The detailed investigation revealed that the root cause that caused the system to go into slow mode is due to a software issue that was reported for the first time to siemens. A possible error accumulation, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described is not classified as a reportable adverse event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.

Event description:
Siemens became aware of a malfunction while operating the artis zeego system. During an emergency patient procedure, the system displayed an error message, and the c-arm could not be moved. The failure caused a delay of the procedure. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.